Manufacturer narrative:
E1 initial reporter facility: (B)(6) hospital (B)(6). E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: the investigation conclusion assigned to this event was cause not established. Without device analysis the cause of the reported issue cannot be determined.

Event description:
It was reported that a catheter image occurred. An opticross hd imaging catheter was selected for use. During the procedure, the image was black and could not be read. It was noted that air was not removed during flushing. The procedure was completed with a different device. There were no patient complications reported and the patient condition following the procedure was stable.